Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an infection experienced. No additional information is available at the moment. No additional adverse patient effects were reported. Upon review, this non-boston scientific lead was also explanted due to the same infection. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).